Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this inflatable penile prosthesis pump underwent a thorough analysis. The pump was visually and microscopically examined, and leak tested. The pump tubing was cut down to the pump block; the tubing was not returned for analysis. No anomalies were found with the pump. Based on analysis results, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis did not perform as expected. The patient underwent surgery two weeks later and inspection identified a hole in the reservoir connecting tube. Therefore, the pump was replaced. There were no patient complications.

Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient visited the hospital because his inflatable penile prosthesis did not perform as expected. The patient underwent surgery two weeks later and inspection identified a hole in the reservoir connecting tube. Therefore, the pump was replaced. There were no patient complications.